Event description:
It was reported that the patient was complaining of "jumping in abdomen." Diaphragmatic stimulation was noted and the pacing vector was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.